Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06173. It was reported that when the patient presented for a follow-up in clinic with palpitations and premature ventricular contractions, decreased r wave amplitude was observed. A CT scan and an x-ray of the system confirmed dislodgement due to twiddler syndrome. It was also noted that the patient's device had flipped over in the pocket. The physician elected to replace the lead and reposition the device. The patient was stable following.